Event description:
It was reported the dilator hub came apart when the dilator and guidewire were retracted after the introducer was placed in the blood vessel with the main part of the dilator still in the introducer. The only way to remove the dilator was to retract the introducer and then push the dilator backwards to get a hold of it and advance the introducer again. It was reported the patient is fine and was not harmed.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
Qn# (B)(4). The customer returned one dilator for evaluation. Visual inspection of the dilator confirmed the hub was separated from the body. The separation point was very smooth. The dilator hub appeared to have excess material at the distal end. The outer diameter of the dilator body near the separation measured 0.11170" which is within specifications of 0.111-0.113" per dilator graphic. The inner diameter of the dilator body at the separation measured 0.064" which is within specifications of 0.060-0.070" per dilator graphic. The total length of the dilator body measured 7.1875" which is not within specifications of 6.75"-7" per dilator graphic. None of the dilator body was found inside the hub. The inner diameter of the extra portion at the hub measured 0.059" which is not within specifications of 0.060-0.070" per dilator graphic. The outer diameter of the dilator hub near the separation measured 0.15615" which is within specifications of 0.156-0.158" per dilator graphic. A device history record review was performed, and no relevant findings were found. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing guidewire, dilator, or sheath. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." The complaint of a dilator hub separated was confirmed by a complaint investigation on the returned sample. Visual inspection confirmed that the hub of the dilator was separated from the body. The hub appeared to have excess material at the distal end preventing the dilator body from being assembled inside the hub. A device history record review was performed, and no relevant findings were identified. Based on the sample returned manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this issue.

Event description:
It was reported the dilator hub came apart when the dilator and guidewire were retracted after the introducer was placed in the blood vessel with the main part of the dilator still in the introducer. The only way to remove the dilator was to retract the introducer and then push the dilator backwards to get ahold of it and and advance the introducer again. It was reported the patient is fine and was not harmed.